Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned device found signs of repeated use (nicked/gouged) and is fractured. The DHR was reviewed and no discrepancies relevant to the reported event were found. Device has a potential field age of 8 years and exhibits signs of repeated use. The root cause of the reported issue is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported instrument broke during normal usage. No known consequences or impact to a patient. Attempts have been made and no further information has been provided.